Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(4), did not reveal any device-related issues. (B)(4) was returned assembled with the driveline cut approximately 1¿ from the pump housing and the remaining portion of the driveline was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned detached from the pump¿s inlet port. The outflow graft and the outflow graft bend relief were returned detached from the outlet elbow. The outlet elbow was returned attached to the pump. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Although no device related issues were reported, the IFU lists all potential adverse events that may be associated with the use of the heartmate ii lvas. Incidental findings: examination of the driveline potting inside the pump outlet housing (interior of the cable boss) found that the potting had a yellow color and smooth surface. Although a specific cause for the discoloration of the potting could not be conclusively determined, the issue appeared to only be cosmetic. The discoloration of the driveline potting would not have affected device functionality. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a routine heart transplant operation and had the pump explanted.